Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 28-aug-2023. H.6. Investigation summary: material #: 301746. Lot/batch #: 2207520. Bd received 20 samples (19 opened but unused and 1 used) as well as 1 photo for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for loose IV shield with the incident lot was observed in 6 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer states that the needle falls out. This event occurred seventeen times. The following information was provided by the initial reporter. The customer stated: when the white cap is opened, the green cap automatically loosens and causes the entire dual-ended needle to fall out.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer states that the needle falls out. This event occurred seventeen times. The following information was provided by the initial reporter. The customer stated: when the white cap is opened, the green cap automatically loosens and cuases the entire dual-ended needle to fall out.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer states that the needle falls out. This event occurred seventeen times. The following information was provided by the initial reporter. The customer stated: when the white cap is opened, the green cap automatically loosens and causes the entire dual-ended needle to fall out.